Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive was evaluated and replaced. The system software and calibrations were also reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The fse confirmed the problem reported by the customer of the system would not boot up. Fse determined the cause of the problem to be a faulty motron board. The motron board (aka table motion pcb) controls the motors that move the table. It communicates with the table generator interface for control of the table motions. It also controls the frequency inverters and the relay pcb which supply power around the table. A failure of the motron board can cause the system to not boot up fully. Fse replaced the faulty motron board to restore system functions. Based on the age of this system (last manufactured in 2006), this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used, and therefore is not a malfunction.